Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies were found.

Event description:
It was reported that during an implant attempt, the physician was unable to tighten down the setscrew of the device on to the lead terminal resulting in a pacing impedance of greater than 3000 ohms. Multiple attempts were made. The device was removed and returned and a new device was successfully implanted. There were no patient complications reported as a result of this event.